Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the reported patient symptom is known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the same day post convective radiofrequency water vapor thermal therapy procedure, the patient experienced stinging urethra. The patient was administered medication (unknown type and dose). The patient symptom of stinging urethra resolved 28 days post onset symptom and was assessed to be probable related to the treatment and unlikely related to the device.